Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated as the actual dates were not provided in the initial report. The device is not available; therefore product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Malpositioned stent, decreased/impaired vision, elevated iop and hyphema are identified as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through the social media monitoring, a trabecular micro-bypass stent patient reported the following. Following a cataract plus stent implantation, the patient presented four (4) months post-op with foggy vision, increased iop "up to 35¿ and ¿bleeding¿ that resolved with medication. Three (3) months it occurred again. According to the patient, the surgeon could not confirm the source of the bleeding, and the stent appeared at ¿an angle, possibly rubbing against iris root¿. The patient noted that the reported issue resolved with medication, the iop was ¿down¿ with glaucoma medication approximately at month eight (8) postoperatively. No further details were provided.

Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated based on information provided by the patient. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the patient provided the following additional information. Initially, the vision and iop improved following cataract plus trabecular micro bypass stent procedure (ou). Approximately 1 month postpoeratively, the patient experience sudden "foggy vision" described as "looking through a shower screen". At examination, the surgeon observed mild inflammation and moderate hyphema of the left eye and noted that the stent was sitting in an angle in the trabecular meshwork (tm) and pointing towards the iris root. The inflammation, hyphema and decreased vision resolved with medication initially; however, the hyphema reoccurred in the left eye and was treated with laser (argon) with most recent iop of 12 mm hg and bcva of 20/20 (ou).